Manufacturer narrative:
As reported, the st bioresorbable coating of the ventrio st mesh adhered to the mesocolon while being implanted by the surgeon. Additional information has been requested. As reported, the subject device is available for evaluation; however, has not been received, at this time. Based on the information available, no conclusion can be made as to the cause of the problem experienced. Review of manufacturing records shows product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in may, 2021. The instructions-for-use (IFU) supplied with the device lists adhesions as a possible complication. The warnings section of the IFU states "ensure proper orientation; the bioresorbable coated side of the prosthesis should be oriented against the bowel or sensitive organs. Do not place the polypropylene mesh side against the bowel. There may be a possibility for adhesion formation when the mesh is placed in direct contact with the bowel or viscera". If/when sample is received and evaluated and/or additional information is provided, a supplemental MDR will be submitted.

Event description:
As reported, during implant of the bard/davol ventrio st mesh, the adhesion barrier (st) side of the mesh adhered to the mesocolon. As reported, it was difficult to remove the mesh, resulting in tearing the mesocolon. This required hemostasis and the procedure was stopped to address the condition. It was reported that there was a risk of colon ischemia for the patient.

Manufacturer narrative:
As reported, the st bioresorbable coating of the ventrio st mesh adhered to the mesocolon while being implanted by the surgeon. Additional information has been requested. As reported, the subject device is available for evaluation; however, has not been received, at this time. Based on the information available, no conclusion can be made as to the cause of the problem experienced. Review of manufacturing records shows product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 40 units released for distribution in may, 2021. The instructions-for-use (IFU) supplied with the device lists adhesions as a possible complication. The warnings section of the IFU states "ensure proper orientation; the bioresorbable coated side of the prosthesis should be oriented against the bowel or sensitive organs. Do not place the polypropylene mesh side against the bowel. There may be a possibility for adhesion formation when the mesh is placed in direct contact with the bowel or viscera". Addendum: this is an addendum to the initial MDR submitted to document results of sample evaluation and findings. As received, there is tissue adhered on the coated side of the ventrio st. There were no manufacturing/material anomalies identified. Based on the event as reported and sample condition, the root cause was that the implant was placed into contact with mesocolon and tissue attached to the surface. It cannot be determined at this time if the st barrier was adequately hydrated or some dry areas were present. Why the mesocolon attached so quickly and tenaciously to the implant (dry or fully hydrated) cannot be determined at this time. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd h3 other text : sample evaluated.

Event description:
As reported, during implant of the bard/davol ventrio st mesh, the adhesion barrier (st) side of the mesh adhered to the mesocolon. As reported, it was difficult to remove the mesh, resulting in tearing the mesocolon. This required hemostasis and the procedure was stopped to address the condition. It was reported that there was a risk of colon ischemia for the patient. Addendum per additional information: as reported, during a laparotomy procedure on 09-nov-2021, the ventrio st mesh was hydrated in saline, not folded and placed anatomically in the mesocolon which was clearly visible during placement of the mesh. As reported, the mesh was in contact with the mesocolon for a very little time. It was reported that another mesh was used to complete the procedure.